Event description:
Account reports three incidents in which the pilot line separated from the endotracheal tube on "long term pts". No occurrences in the ER. The first incident occurred on a pt that had tube in for 4 days when separation occurred, pt was extubated and re-intubated, and 9 days later, line again required re-intubation. Rptr stated the pt was "ok". In the second incidnet, the pt had been intubated for 5 days when the pilot line separated, pt was extubated, and due to stability of pt, pt remained extubated.